Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a weak battery alarm after removing and reinserting the battery. Customer's blood glucose was 144 mg/dl. During troubleshooting, customer was assisted in clearing the alarm, customer mentioned the insulin pump alarmed a failed battery test alarm. Customer was advised to monitor the insulin pump. Customer was advised that the battery cap will need to be replaced. Customer will not be returning the device for analysis.